Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 789 mg/dl with high ketones that were identified as dangerous. The customer was treated intravenously with fluids of saline and insulin. The customer was released with no permanent damage and issue resolved. A systems check with tandem technical support verified the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.